Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the device was revised due to a femoral periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture suffered in a fall. The stem, head and liner were revised to a competitor stem and head, mdm metal liner, and adm/ mdm poly insert. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.